Manufacturer narrative:
On 05/24/10, new information determined this event to be reportable.

Event description:
On (B) (6) 2004, a patient was implanted with a gore propaten vascular graft in a bypass procedure on the left leg from the common femoral artery to the popliteal artery. On (B) (6) 2007, the patient presented with a graft infection. A major amputation was performed. The graft was still patent.